Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The reported poor image resolution was due to how lateral in the clip was in the commissure; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was advanced and successfully deployed. A second ntr cds was advanced and deployed. However, after deployment of the second clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that visualization was difficult due to how lateral in the clip was in the commissure. Both clips were noted to be stable and no leaflet damage had occurred. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.